Manufacturer narrative:
(B)(4). Unknown star talar component. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient has bone cysts. Left debridement, curettage and back filling cystic with calcium phosphate on talar component of tar. Cystic formation talus/tibia. Wounds were healed. Tibia and talus implants solid ingrowth.

Manufacturer narrative:
Device remains implanted. No investigation was performed. The catalog number and lot number remain unknown. If additional information becomes available it will be provided on a supplemental report. : device remains implanted.

Event description:
The patient has bone cysts. Left debridement, curettage and back filling cystic with calcium phosphate on talar component of tar. Cystic formation talus/tibia. Wounds were healed. Tibia and talus implants solid ingrowth.